Event description:
Baxter (B)(4) received a folfusor that had tubing that was not transparent found before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The event had occurred in (B)(6) 2013.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of tubing not transparent was confirmed. It was noted that the tubing was pinched during visual examination. The root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. If additional relevant information is received, a follow-up will be submitted.